Event description:
It was reported that five minutes after the start of the hemodialysis treatment, the pt experienced swelling of the eyelids, lips and had laryngeal edema. The pt was given medications, the treatment was stopped, and the blood returned. Dialyzer was 3rd use.